Event description:
It was reported that the pt was unable to initiate a ventilator breath. The ventilator alarmed and the caregiver placed the pt on the backup ventilator. The ventilator was then connected to a test lung and no tidal volume was delivered. The ventilator appeared not to be inhaling even though the turbine sounded like it was working. No pt harm reported.